Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the return of pronto-7 and sensors in exchange for pronto and sensors. The customer has experienced inconsistent sphb readings and the device is only working for them sparingly. Also error alerts when applying sensors. No consequences or impact to patient was reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device passed accuracy testing. A secondary issue was indicated wherein a motherboard failure prevented any sd insertion from being detected. Failure mode related to sd card circuitry on motherboard and does not impact functionality for customer use. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.